Event description:
Laparoscopic hiatal hernia repair. During procedure surgeon inserted disposable suture into gastric wall. When opening device suture needle stayed in gastric wall. As surgeon removed needle transfer device he realized needle was missing. Suture broke off needle, but what was left of suture was retrieveable. Immediate action: fluoroscopy for detection. Exploratory laparotomy performed. Suture needle could not be located or retrieved. Dr closed inscision.